Manufacturer narrative:
The outcome attributed to 2nd degree burns. The event date is approximate. Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their daytona power toothbrush exploded with hot flames came out and caused 2nd degree burns.

Manufacturer narrative:
B5: updated describe event or problem from "the consumer alleged that their daytona power toothbrush exploded with hot flames came out and caused 2nd degree burns" tp "the consumer alleged that their philips one power toothbrush exploded with hot flames came out and caused 2nd degree burns." D2a: revised common device name from "daytona power toothbrush" to "philips one powered toothbrush". Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Event description:
The consumer alleged that their philips one power toothbrush exploded with hot flames came out and caused 2nd degree burns.